Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads both had to be revised due to the patient¿s twiddler syndrome. The rv lead was unable to be repositioned so it was explanted and replaced. The ra lead was dislodged and was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A d314trm implantable cardioverter defibrillator, (B)(6) 2012. A 6947m implantable tachy lead, 2012. A 4195 implantable pacing lead, 2012. (B)(4).